Manufacturer narrative:
No calibration issue or system error message has been reported. Qc results were acceptable. The customer is using reagent lot m004772 and calibrator lot m908748. Service was not dispatched for this event. A clear root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously positive rheumatoid factor (rf) results generated by unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory, and questioned by the physician. There was no effect to patients or user.